Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. The date of patients tandem pump therapy started on (B)(6) 2016.

Event description:
It was reported that while using a cleo 90 infusion set, the cannulas became bent. The customer reported that they had a 500 mg/dl blood glucose reading at the time of the occurrence. The customer reported she was positive for low levels of ketones, but the location of where these were performed is unknown. The customer's health care provider stated that "her ketone level is not dangerous/life threatening." The customer resolved the high blood glucose issue by administering an injection and changing the infusion site. Technical support advised patient to consult with their healthcare provider. No further adverse health outcomes were reported. See MFR numbers for related complaints: 3012307300-2017-00260, 3012307300-2017-00262, 3012307300-2017-00263, 3012307300-2017-00264.